Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368893) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial number (B)(4), compared to a laboratory using the mrx owren's pt reagent. On (B)(6) 2019, the result from the meter was 5.8 inr using an unknown test strip lot number. The result from the laboratory on (B)(6) 2019 was 4.4 inr. On (B)(6) 2019, the result from the meter was 3.4 inr. The result from the laboratory on (B)(6) 2019 was 2.6 inr. The patient's therapeutic range is unknown.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.0 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The patient's therapeutic range is 2-3. The patient has not received any antibiotics prior to the date of comparison. The patient is anemic and has received blood transfusions on a few occasions. On 09-oct-2019 the patient had an inr of 3.4 and a hemoglobin of 6.6 mmol/l. No other test results available on this date. Patient medications have been provided. - attachment: [cn-492795_patient_medication_list.pdf].